Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: stent dislodgement; stent compressed in vessel wall. Device issue: stent dislodgement. It was reported that the xience v stent migrated in the lad during a bifurcation procedure. An attempt was made to remove the stent from the lad; however, it failed several times. Another xience v stent was used to compress the dislodged stent to the coronary wall. It is reported that the patient is doing fine. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the tip and on the balloon. There was contrast on the balloon and on the distal shaft. The stent implant was dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.